Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated during a routine follow-up appointment. It was further reported that the ICD would not emit tones with a magnet application.